Event description:
It was reported that the md inserted the super arrow-flex (saf) sheath into the pt's femoral artery. The intra-aortic balloon (iab) became stuck in the saf sheath and as a result, the md could not insert the iab. The md removed the iab and saf sheath. Another iab kit was requested. Additional info received from arrow (B)(4) on (B)(6) 2010 stated that the incident involved a female, pt, (B)(6). Ref MDR# 1219856-2010-00869 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.